Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 05/17/2020, the customer alleged that she developed mastitis on (B)(6) 2020, for which she was prescribed an antibiotic. She indicated that the mastitis was resolved and she was no longer using a medela brand pump. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 05/04/2020, the customer alleged to medela llc that her pump in style breast pump, which she had recently purchased, did not seem to be suctioning properly and she believed that this caused her to get mastitis.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2020. The device passed suction and cycle specifications. Additional testing was performed and the device met specifications after three additional test cycles, even though it was noted during the evaluation that there was residue in the customer's tubing. Refer to attached product evaluation. The customer's report of low suction could not be confirmed. Attachment: [case-2020-00291221-2 medtest.pdf].